Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It is reported that the customer had high blood glucose levels of 469 mg/dl. The customer reported treating with manual insulin injections. The customer reported a no delivery alarm from the insulin pump. Troubleshooting was done. A tubing clamp was sent to the customer. Upon receiving the tubing clamp, troubleshooting was continued. The customer states the cannula was occluded. No additional information is provided.